Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown morphine drug (10mg/ml at 1.448mg/day) via an implantable pump for unknown indications for use. It was reported that the patient fell and broken catheter at collet site. It was noted that there was possible disconnection. The physician stated that the patient had fluid accumulation in the pump pocket and evidence of a spinal headache according. Troubleshooting: fluoro imaging showed break in the catheter. Action/intervention: surgical replacement of proximal pump segment. Outcome: the issue was resolved. The patient medical history was chronic pain syndrome. The patient was alive and no injury.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8781 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2016; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.